Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. Customer also stated that he had problem with pump supply. Troubleshooting was performed for high blood glucose. Customer also stated the cannula is bent. The troubleshooting was assisted for the bent cannula. The product will not be returned for the analysis.